Event description:
The patient's mother reported that about 3 weeks ago on friday evening her daughter was hospitalized for diabetic ketoacidosis. She stayed at the hospital for a day before being release. She did not provide any further information regarding the hospitalization, bg history or her daughter's treatment. Attempts were made to contact the patient's mother to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.